Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient received an inappropriate shock from this subcutaneous implantable cardioverter defibrillator (s-ICD) device while exercising. The initial episode started with myopotential noise, followed by t-wave over-sensing. A request was made to have data from this device analyzed. Rhyrhmcare reviewed data and provided recommendations to have the patient return to the clinic for integrity system troubleshooting and potential programming changes. No additional adverse patient effects were reported. The device remains implanted.